Event description:
The recipient reportedly had partial insertion, per surgeon choice, for residual hearing preservation. The recipient experienced sound quality issues. Programming adjustments were made were made; however, the issue did not resolve. The recipients array was reinserted on (B)(6) 2025.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.